Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of seizure and loss of consciousness.

Event description:
Subsequent to the initial MDR, additional information was received on 10/09/2025. It was clarified that on (B)(6) 2025, during an event, the patient experienced a medical episode while eating. The patient reported feeling light-headed, and the continuous glucose monitor (cgm) displayed a reading of 180 mg/dl. Shortly thereafter, the patient collapsed, experienced a seizure, lost consciousness, and sustained a head injury from the fall. The exact time between the cgm reading and the loss of consciousness is unknown, as the patient was unable to recall the cgm value at the time of the incident. Emergency medical services (ems) were contacted by the patient's daughter. Upon arrival, ems performed a fingerstick blood glucose test, which showed a reading of 59 mg/dl. The patient was transported to the hospital, where they regained consciousness. Laboratory results indicated deficiencies in blood glucose, magnesium, vitamin d, potassium, and iron. Treatment included: magnesium: 800 mg, vitamin d: 5000 iu, potassium: 2000 mg and iron: several hundred milligrams (exact dose unspecified). The patient could not confirm whether specific medication for hypoglycemia was administered but did recall receiving intravenous fluids. Following treatment, the patient¿s blood glucose level rose to 80 mg/dl. The patient was discharged after approximately five hours in the emergency department. At the time of discharge, the patient reported persistent dizziness, likely due to the head injury. No documentation was available regarding further medical evaluation or follow-up care. As of the time of the follow up report, the patient is better now. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. According to the patient, on (B)(6) 2025, while eating, the patient felt light-headed. Upon checking the cgm, it displayed 180 mg/dl, then he fell to the floor and had seizures. The patient¿s daughter called emergency medical service (ems), upon arrival, they checked the patient¿s bg and it was 59 mg/dl. The patient is unable to recall the treatment the emt (emergency medical technician) administered. The emts advised the patient to be transported to the hospital, however the patient refused since his bg has now gone up to 80 mg/dl. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.